Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, inappropriate therapy was delivered due to ventricular fibrillation, oversensing, and noise on the right ventricular lead. There was no visible damage to the right ventricular lead. The device was explanted prophylactically and the lead was capped and replaced and the patient was stable.